Event description:
Litigation papers allege the pt was revised to address increasing pain as a result of malpositioning of the acetabular cup resulting in leg length discrepancy. It is further alleged that during the revision surgery, the surgeon found severe metallosis around the hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.